Event description:
It was observed that during the device evaluation, the rigid video scope exhibited scratches on the distal edge and the light guide adapter was loose. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the device had a scratches on distal edge and a loose light guide adapter. The most probable cause of the complaint was traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.